Manufacturer narrative:
No analysis has been possible with the available info. A follow up MDR will be performed when/if new info will be available.

Event description:
The patient undergone primary surgery on the (B)(6) 2024. Revision surgery will be performed due to a medial deviation of l5 pedicle screw. No additional info available at now.

Event description:
The patient undergone primary surgery on (B)(6) 2024. Revision surgery has been performed on (B)(6) due to a medial deviation of l5 pedicle screw. Pedicle screw and connectors revised successfully.

Manufacturer narrative:
Batch review performed on 7-nov-2024. Lot: 2321448: (B)(4) items manufactured and released on 17-may-2023. Expiration date: 2028-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: pedicle screw 03.50.204 must combined setscrew h4-t27 - (4x) k171758 lot: 2458441. Batch review performed on 07-nov-2024. (B)(4) items manufactured and released on 24-apr-2024. Expiration date: 2029-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Updated fields: date of the event, event description, brand name, common device name, product code, model, lot, expiry date, UDI, manufacturing date, additional manufacturer narrative.